Event description:
It was reported that during the use of the device for a non-clinical activity, the system-1 battery back-up only lasted for about five minutes while the battery was fully charged. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The batteries were changed in (B)(4) 2013. On the front panel of the system-1, the power light emitting diode (led) light was yellow. Per the laboratory evaluation, the batteries were received with typical voltage levels but had a non-typically high voltage difference between them. After charging for four hours, it was discovered that one battery does not properly accept charging. The battery pair cannot supply adequate back up. Per the subsidiary site, this was not a backup device and in was in use and charged at least once a month. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.